Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a blinking red call doctor light. Technical services (ts) referred the patient to their clinic to further review. This device remains in service. No adverse patient effects were reported.